Event description:
It was reported to philips that the allura system would not start up. System was outside of clinical use at the time of the reported event. No harm was reported a philips field service engineer (fse) inspected the system onsite and found an issue with the m cabinet back board and with a single board computer card failure. Fse proceeded to replace the m cabinet back board and the single board computer card. System is now returned in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon functional testing, fse checked the pc box back panel of m cabinet and found that the capacitance was burned out on back panel and single board computer (sbc) was defective. The fse replaced the pc box with a back panel and sbc board. After replacement of pc box with a back panel and sbc board, the system was returned to use in good working order. These codes were updated based on investigation outcome.